Manufacturer narrative:
(B)(6). Investigation results: summary: the batch history analysis was performed, quality notifications were verified, maintenance records and no deviation was found for this lot. Samples and photos of the needle were made available for analysis in which it was possible to confirm the defect informed according to the presented evidences. The defect found is related to dirt on the outer surface of the protective component. A sample has been received with foreign matter however the defect presented may be classified as foreign matter - dirt. The sample was supplied with the blister sealed.the pattern of dirt presented in the sample indicates the presence of oxidation in the mold plate. This oxidation, or oil generated from the resin, may crush the cavity wall and disengage if the cleaning condition is not adequate. Another possible cause is that the dirt is grease (present in the lubricated elements of the injection machine). It is not possible to confirm the exact origin of the material, but periodically the line operator must check the condition of the machine cleaning, which mitigates the appearance of dirt on the parts .the mold cleaning frequency already exists and is controlled through an execution form. Understanding that this is not a systemic failure, no action will be taken at this time. The complaint rate for the defect in question will be monitored for future evaluation and, if any other case is identified for the mold, the cleaning frequency will be revised. Conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a sample has been received with foreign matter. However, the defect presented may be classified as foreign matter - dirt. The sample was supplied with the blister sealed. DHR analysis was performed and no deviation was found. During the analysis of the sample we show that there is a dirt on the external surface of the protective component. The complaint was recorded in the complaints database which is regularly monitored for trend evaluation. Root cause: the pattern of dirt presented in the sample indicates the presence of oxidation in the mold plate. This oxidation, or oil generated from the resin, may crush the cavity wall and disengage if the cleaning condition is not adequate. Another possible cause is that the dirt is grease (present in the lubricated elements of the injection machine). It is not possible to confirm the exact origin of the material, but periodicaally the line operator must check the condition of the machine cleaning, which mitigates the appearance of dirt on the parts .the mold cleaning frequency already exists and is controlled through an execution form. Understanding that this is not a systemic failure, no action will be taken at this time. The complaint rate for the defect in question will be monitored for future evaluation and, if any other case is identified for the mold, the cleaning frequency will be revised.

Event description:
It was reported that foreign matter was found in the fluid path of a bd precisionglide¿ needle prior to use. Specifically, the inside shield was found dirty. There was no report of exposure, serious injury or medical intervention.